Event description:
The customer reported that during use in an rf ablation procedure, the pt felt pain on the right leg. After 20 minutes of ablation, a burn was found on the pt's right leg where the pad was applied. The burn was described a 3rd degree, 5x5cm in size. The customer did not provide any additional info regarding how the burn was treated.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.